Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a signal loss occurred. It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6)2026 at approximately 7:00 pm, the patient experienced signal loss and removed the sensor, leaving her without a means to monitor her blood glucose (bg) levels. The patient reported feeling hyperglycemic (specific symptoms not provided) and presented to the hospital for evaluation on (B)(6)2026. During the course of the event, she reportedly became confused, exhibited incoherent speech, and did not recognize her surroundings. She declined to provide fingerstick bg values, details of treatment, or information regarding any medications administered after hospital arrival. At the time the event was reported on (B)(6)2026, the patient remained hospitalized. Multiple attempts to obtain additional details regarding the event and hospital course were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.